Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: an empty opened foil and a paper folder with product were received for evaluation. During the visual inspection, the foil packet was noted torn, cut and a piece of the foil was removed from the package causing a hole. The foil packet presented excessive wrinkles by manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection the assignable cause of the packaging integrity was caused by improper handling.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure in 2019 and the mesh was implanted. It was reported that the inner packaging/ foil of the mesh was not ordinary in the outlook, so it was not possible to open in a sterile way. It was also reported that the reason is because the lining of the foil closing was not in the correct way, there was too little place to hold to open the packaging.